Event description:
Portable monitor with bp module had bp cable attached to pt's ac hep lock (alaris). No bp was cycled on pt. Pt was transported from ed to CT with portable monitor. When pt was being moved from the ed bed to CT table, rn/tech noted blood from monitor (bp module). At that point it was noted bp cable was attached to alaris hep lock. Pt disconnected. Vital signs monitored. No change noted in pt condition.